Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan alleging that her one touch ultra meter had missing segments in the display. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said the product issue began sometime in 2007. She had a back up meter, but it was not working either. The patient said her mother called an ambulance a few times in the past few months. Most recently the emt's were called a "few weeks ago"; the patient did not know the date. The patient was sweaty, clammy, and had tingling in her hands and feet. A result of 22 mg/dl was obtained on the emt meter and the patient was treated with a glucagon injection. The patient's products were replaced. The complaint is reported because the patient alleges she was unable to obtain an actionable reading on the lfs meter and on an unknown date experienced typical symptoms of hypoglycemia, a hypoglycemic reading on an emt meter, and received a glucagon injection.